Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The back-up lens was implanted.

Manufacturer narrative:
(B) (4): evaluation - lens work order search, cartridge lot number search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of dark surgical residue and the lens was returned dry. A lens work order search was performed and no similar complaints were found within the work order. A cartridge lot number search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search, cartridge lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).